Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed one opening on the anterior side assessed as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Company representative reported on behalf of healthcare professional left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: deflation : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative on behalf of healthcare professional reported left side deflation. The device has been explanted.